Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Consequently, after 60.7 months of service, the device was explanted and replaced.